Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A device history review and service history review were completed with no issues noted. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. The reported issue was confirmed as a check lines and bags alarm through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home choice (hc) alarmed during the drain cycle. The specific alarm was not specified. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. (B)(6). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.